Event description:
It was reported that the patient called the site on (B)(6) 2026 with an emergency backup battery (ebb) alarm. The coordinator tried talking the patient through re-seating the battery, but it did not resolve the alarm. The emergency system controller change was performed over the phone and a new system controller was shipped to the patient. The old system controller was returned, no alarms occurred on the system controller when connected to the monitor. Log files were sent for review. Log files captured backup battery faults starting on (B)(6) 2026 at 15:17 and continued for the remainder of the log file until the system controller was exchanged on (B)(6) 2026 at 15:42. The ebb failed the load test during the faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported battery fault alarms were confirmed via analysis of the submitted log files, although the alarms were not reproduced during testing of the returned controller. The system controller event log files captured backup battery fault alarms due to the backup battery not passing the load test on 03mar2026. Faults consistent with the reported re-seating of the backup battery were captured during the alarms. A driveline disconnect alarm consistent with the reported controller exchange was captured on 03mar2025. The backup battery fault alarms did not impact the controller¿s ability to support the system as intended while the driveline was connected. No other notable events or alarms were captured in the log files. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. A self-test was performed on the controller, and it passed. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue. The system controller underwent functional testing and passed all steps without issue. The reported alarms were unable to be reproduced during testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.